Manufacturer narrative:
The subject device is not available.

Event description:
During the preparation of the subject balloon to the procedure, it was noted that the device ¿could not keep the solution ¿and was leaking. There was no patient involvement reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that there was solidified contrast media. In addition the balloon was observed to have a hole/perforation at the distal end. A function test was unable to be performed because the balloon catheter was blocked/occluded with solidified contrast medical likely originating from the preparation procedure process. Information available indicated that the balloon was confirmed to be in good condition prior to use. It is probable that the balloon catheter became damaged during the preparation process contributing to the reported event; therefore, an assigned cause of handling was assigned to the reported leak and observed damage to the balloon.

Event description:
During the preparation of the subject balloon to the procedure, it was noted that the device ¿could not keep the solution ¿and was leaking. There was no patient involvement reported.